Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 07/28/2015 with the following findings: the black box not did verify the pump time, date reset to default after power on reset but the complaint was duplicated during investigation. Pump was open to investigate and the internal battery component was leaking. Unrelated to the complaint, the display is dim and pink. Initial reporter: (B)(6).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a leaking internal battery and dim display. This report is made based on the results of an investigation completed on 07/29/2015.